Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A02652) inserted for female sterilization. The patient's concurrent conditions included anxiety disorder, depression, uterine tenderness, bruising, constipation, fibromyalgia, abdominal pain, haemorrhagic ovarian cyst, flank pain, ovarian cyst, pain menstrual, dyspareunia, urinary frequency, nonsmoker, adenomyosis, chronic cervicitis, metaplasia, vaginal bleeding, ovarian vein thrombosis, umbilical hernia, vaginal discharge, genital bleeding and cellulitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure implant date ((B)(6) and (B)(6) 2012) and ((B)(6) 2015 and (B)(6) 2015). Trailing coils: left: 3. Right: not visible. Comments: right tubal coils not seen; there is no coil in catheter. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed essure devices are noted bilaterally. No opacification of fallopian tubes. No peritoneal spill is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records were received. Lot number added. Medical history, concurrent condition and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A02652-not valid) inserted for female sterilization. The patient's concurrent conditions included anxiety disorder, depression, uterine tenderness, bruising, constipation, fibromyalgia, abdominal pain, hemorrhagic ovarian cyst, flank pain, ovarian cyst, pain menstrual, dyspareunia, urinary frequency, nonsmoker, adenomyosis, chronic cervicitis, metaplasia, vaginal bleeding, ovarian vein thrombosis, umbilical hernia, vaginal discharge, genital bleeding and cellulitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure implant date (2013 and (B)(6) 2012) and (B)(6) 2015 and (B)(6) 2015). Trailing coils: left: 3. Right: not visible. Comments: right tubal coils not seen; there is no coil in catheter. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed essure devices are noted bilaterally. No opacification of fallopian tubes. No peritoneal spill is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A02652-not valid, a02552) inserted for female sterilization. Medical conditions: on (B)(6) 2012, hysterosalpingogram showed essure devices are noted bilaterally. No opacification of fallopian tubes. No peritoneal spill is noted. Concurrent conditions included anxiety disorder, depression, uterine tenderness, bruising, constipation, fibromyalgia, abdominal pain, hemorrhagic ovarian cyst, flank pain, ovarian cyst, pain menstrual, dyspareunia, urinary frequency, nonsmoker, adenomyosis, chronic cervicitis, metaplasia, vaginal bleeding, ovarian vein thrombosis, umbilical hernia, vaginal discharge, genital bleeding and cellulitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure implant date (2013 and (B)(6) 2012) and ((B)(6) 2015). Trailing coils: left: 3. Right: not visible. Comments: right tubal coils not seen; there is no coil in catheter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain,chronic') in an adult female patient who had essure (batch no. A02652-not valid, a02552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012, hysterosalpingogram showed essure devices are noted bilaterally. No opacification of fallopian tubes. No peritoneal spill is noted. Concurrent conditions included anxiety disorder, depression, uterine tenderness, bruising, constipation, fibromyalgia, abdominal pain, hemorrhagic ovarian cyst, flank pain, ovarian cyst, pain menstrual, dyspareunia, urinary frequency, nonsmoker, adenomyosis, chronic cervicitis, metaplasia, vaginal bleeding, ovarian vein thrombosis, umbilical hernia, vaginal discharge, genital bleeding and cellulitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding ( menorrhagia),menorrhagia "), depression ("psychological or psychiatric problems condition: depression,psych injury "), anxiety ("psychological or psychiatric problems condition: metal anguish, psych injury ") and dyspareunia ("dyspareunia (painful sexual intercourse) "). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding "), dysmenorrhoea ("dysmenorrhea (cramping)-") and abdominal pain ("abdominal pain,chronic"). The patient was treated with antibiotics, ibuprofen and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure implant date (2013 and (B)(6) 2012) and ((B)(6) 2015). Trailing coils: left: 3. Right: not visible. Comments: right tubal coils not seen; there is no coil in catheter. Discrepancy noted in insertion date- (B)(6) 2015. Patient received treatment for events ¿pain , abnormal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain,dysmenorrhea lot number a02652 reported is not valid. Lot number:a02552 manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain,chronic') in an adult female patient who had essure (batch no. A02652-not valid, a02552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012, hysterosalpingogram showed essure devices are noted bilaterally. No opacification of fallopian tubes. No peritoneal spill is noted. Concurrent conditions included anxiety disorder, depression, uterine tenderness, bruising, constipation, fibromyalgia, abdominal pain, hemorrhagic ovarian cyst, flank pain, ovarian cyst, pain menstrual, dyspareunia, urinary frequency, nonsmoker, adenomyosis, chronic cervicitis, metaplasia, vaginal bleeding, ovarian vein thrombosis, umbilical hernia, vaginal discharge, genital bleeding and cellulitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding ( menorrhagia),menorrhagia "), depression ("psychological or psychiatric problems condition: depression,psych injury "), anxiety ("psychological or psychiatric problems condition: metal anguish, psych injury ") and dyspareunia ("dyspareunia (painful sexual intercourse) "). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding "), dysmenorrhoea ("dysmenorrhea (cramping)-") and abdominal pain ("abdominal pain,chronic"). The patient was treated with antibiotics, ibuprofen and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure implant date (2013 and (B)(6) 2012) and ((B)(6) 2015). Trailing coils: left: 3. Right: not visible. Comments: right tubal coils not seen; there is no coil in catheter discrepancy noted in insertion date (B)(6) -2015. Patient received treatment for events ¿pain , abnormal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain,dysmenorrhea lot number:a02552, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2021: case (B)(4) was found to be duplicate of this case, events- "general abnormal bleeding , abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia),menorrhagia, psychological or psychiatric problems condition: depression,psych injury, psychological or psychiatric problems condition: metal anguish, psych injury, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain,chronic", reporter, essure expiration date, references, reporter (MFR control no. (B)(4)) transfered to this case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain,chronic') in an adult female patient who had essure (batch no. A02652-not valid, a02552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012, hysterosalpingogram showed essure devices are noted bilaterally. No opacification of fallopian tubes. No peritoneal spill is noted. Concurrent conditions included anxiety disorder, depression, uterine tenderness, bruising, constipation, fibromyalgia, abdominal pain, hemorrhagic ovarian cyst, flank pain, ovarian cyst, pain menstrual, dyspareunia, urinary frequency, nonsmoker, adenomyosis, chronic cervicitis, metaplasia, vaginal bleeding, ovarian vein thrombosis, umbilical hernia, vaginal discharge, genital bleeding and cellulitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) "), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia),menorrhagia "), depression ("psychological or psychiatric problems condition: depression,psych injury "), anxiety ("psychological or psychiatric problems condition: metal anguish, psych injury ") and dyspareunia ("dyspareunia (painful sexual intercourse) "). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding "), dysmenorrhoea ("dysmenorrhea (cramping)-") and abdominal pain ("abdominal pain,chronic"). The patient was treated with antibiotics, ibuprofen and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure implant date (2013 and (B)(6) 2012) and ((B)(6) 2015). Trailing coils: left: 3 right: not visible comments: right tubal coils not seen; there is no coil in catheter discrepancy noted in insertion date-(B)(6) 2015 patient received treatment for events ¿pain , abnormal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain,dysmenorrhea lot number a02652 reported is not valid. Lot number:a02552 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: ticking of final repot box on EU/ca device tab. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.